Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly on pcb1. Unable to verify battery power loss alarm due to blank display. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had unexpected battery power loss and replace battery now alert. Customers blood glucose level was unknown at the time of incident. The customer received a low battery alert prior to the replace battery alert. It was second occurrence of the replace battery alarm in less than eight hours. The insulin pump will be returned for analysis.